Event description:
It was reported that this right atrial (ra) lead was suspected to be fractured as it was exhibiting high out of range pacing impedance measurements of greater than 2000 ohms over the past year. Oversensing of noise and high ra thresholds were also noted. Surgical intervention was performed, and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.